Manufacturer narrative:
Device evaluation: animas received the pump involved with the complaint and completed device evaluation on 8/19/2013. Pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and reddish, a test display was mounted during investigation, and the pump was able to power up with a fully illuminated display. The reported issue could not be duplicated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is dim and difficult to read in various lighting. There was no trauma or moisture issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.